Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The patient's heart rate was 30 beats per minute. The pulse generator exhibited backup operation. The device was explanted and replaced.